Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and priming tests. The insulin pump was received with stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, motor position encoder error alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 501 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they put fresh insulin into the insulin pump, changed the site, received a motor error alarm and finally a blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.